Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 6mm monopolar curved scissors instrument and completed the device evaluation. The monopolar curved scissors (mcs) was analyzed and could not reproduce the customer-reported complaint. An in-house mcs tip accessory was installed on the tube adapter of the instrument. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument was connected to the in-house generator and passed energy recognition. The instrument moved intuitively with the full range of motion in all directions. The grips/tips (for scissors) opened and closed properly. Energy delivery was tested and passed in various grip orientations. Additional observation not reported by site: the instrument was observed to have abrasions on the tube adapter. No material appears to be missing.

Event description:
It was reported that during a da vinci-assisted general surgical procedure, the 6mm monopolar curved scissors instrument was loaded on the arm, the robot prompt said "change sheath." After changing sheaths several times and getting the same prompt, a new instrument was loaded and the prompt went away. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected and nothing was observed out of the ordinary. Patient demographics were requested but not provided.